Event description:
A report was received via social media that the patient was experiencing an unwanted stimulation whether the stimulator was on or off. It was noted that when the stimulation was on, the patient felt pins and needles on the lower body. When the stimulation was off, the patient felt like there was a wet blanket from the waist down. The patient underwent an explant procedure.